Event description:
It was reported via repair work order that the foot end was not working due to frayed power sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end lift being stuck in an elevated position was due to a damaged sensor coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the foot end lift being stuck in an elevated position was due to a damaged sensor coil cable.